Event description:
During a catalyst procedure, the surgery center reported a loss of suction during laser firing resulting in the patient experiencing corneal scoring. The corneal scoring is visible as a grid pattern. At 3 week post-operative exam, the patient data showed the patient¿s visual acuity was 20/40 with normal intraocular pressure of 16 mmhg. There were no glare sensitivity or visual anomalies reported by the patient. The surgery center reported there was no medical or surgical intervention required.

Manufacturer narrative:
The categories for outcomes attributed to adverse event are not applicable as this is a product problem (B)(4). An investigation of the incident included the analysis of the or video and a review of patient data three (3) week post-operative exam. A review of the device performance showed that the device performed as expected. Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo will issue an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. In addition, amo will be making enhancements for detecting and alerting the user of patient suction loss. Manufacturer date is november 2011. Placeholder.